Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) lead migration as confirmed via xray. The patient underwent a lead replacement procedure, was doing well post operatively and the explanted device was discarded by the facility.